Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. Interrogation of the device indicated that 2,000 mcg/ml lioresal was being delivered at 205.8 mcg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The reason for use was intractable spasticity. It was reported that in (B)(6) 2018 the pump eri (elective replacement indicator) was less than 12 months, but yesterday ((B)(6) 2018) when the pump was interrogated the eri was less than 1 month. The rep did not know if the concentration or dose was changed since may. The patient was inherited to this clinic so the caller does not believe there will be any history regarding the patient/device. The event logs had not been read and caller was not with the patient at the time of the call. The pump is scheduled to be replaced monday ((B)(6) 2018). The rep was inquiring why the eri would deplete faster than normal. Troubleshooting with the caller consisted of reviewing pertinent information per the caller's inquires. The rep will confer with the hcp and patient. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-oct-23. It was reported that the cause of the premature eri was unknown. The pump was replaced last night (on 2018-(B)(6)) and it will be returned to the manufacturer. The information was confirmed with the hcp. There were no further complications reported/anticipated.